Event description:
The patient underwent an end to side laparoscopic sigmoidectomy due to diverticular disease on (B)(6) 2012. The procedure lasted 120 minutes with no complication. On (B)(6), the patient presented to the emergency room with fever and pain. CT scan showed an anastomotic leakage and the patient was taken to the operating room a complete anastomotic breakdown was found and a laparoscopic hartman was done. According to the report, the patient did well and had an uneventful laparoscopic colostomy closure.

Manufacturer narrative:
This report is submitted on behalf of the MFR (novogi ltd.) And the importer ((B)(4)), as novogi ltd. Serves as the designated complaint handling unit for both facilities. The device was not returned for evaluation. No further information regarding the device or the event is currently available. Several attempts to contact the surgeon in order to obtain additional information were unsuccessful. Therefore, no further investigation could be performed or any conclusion could be drawn. Anastomotic leakage is one of the most common anticipated complications of colorectal surgeries and the current leak/complication rate found with the ues of the coloring device is within the low range reported in the literature for anastomotic devices.